Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 minimum fill notifications after filling the cartridge with 200 units of insulin. Tandem technical support assisted the customer with successfully reloading the cartridge. The customer's blood glucose (bg) level was 301 mg/dl and a bolus was delivered to address the bg level. Insulin delivery was resumed.